Event description:
Customer reported that a patient developed swelling in the neck region with blood filling the reservoir shortly after a carotid endarterectomy procedure. The patient was retuned to surgery. The surgeon reported that the running suture line was broken. The patient was resutured and is reported as "fine".

Manufacturer narrative:
Date sent to the FDA: 11/05/2008. Conclusion: no conclusion can be made. If additional information is received a supplemental 3500 a form will be submitted.